Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's surepower battery ii was removed and returned. The malfunction was duplicated and attributed to a depleted surepower battery ii. A replacement battery was sent to the customer. Based on the condition of the battery, evidence of maintenance and the fact that we were able to cycle life back into the battery through conditioning; we suspect battery management practice played a role. Analysis for reports of this type has not identified an increase in trend.